Event description:
Caller indicated the assure 4 meter was reading high. Pt was an elderly female diabetic. Cardiac and renal pt. She was scheduled for a procedure. Pt was fasting and on lantus at 6am. Pt tested 87 and 83. Was retested with the same results 83 and 87. Pt showed signs of hypoglycemia; sweating, vitals, did not look right. Pt was administered glucagon and transported, during transport another 15 minutes passed and another order of glucagon was administered. Pt was airvac to hospital where she was intubated and expired.

Manufacturer narrative:
Arkray has requested the return of the subject meter and strips for eval, but has not yet received them. If either strips or meter is returned, arkray will evaluate the product and a file a follow-up report.